Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed since the device was not available for evaluation. The exact root cause cannot be determined. The likely root cause is subcutaneous deployment of the components. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the physician deployed the angio-seal device. He stated that it did not feel right. The access site did not seal, and the tech held manual pressure until hemostasis. The doctor said there was evidence that the closure mechanism was in the femoral artery, he stated that it may be in the adipose tissue. The estimated blood loss was less than 250cc. The patient was stable. The procedure was successful. A cordis sheath was used prior to closure. Additional information was received on 17sept2021. The doctor stated that he could not feel the anchor the way that he normally does. The procedure being performed was a left heart catheterization using a 6fr procedural sheath. A pre-deployment angiogram was performed. The doctor cannot confirm that the closure mechanism components are in the adipose tissue.